Event description:
As per onkos case: surgeon has requested a patient specific distal humeral replacement to replace in situ flexi-elbow replacement. The request is for complete revision distal humerus/elbow replacement in situ. With flexi-elbow hinge and a bit higher resection in distal humerus. Right side.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.